Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was loose and sticking out. The blood glucose reading was 128mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Damages to the display window, reservoir tube, belt clip slot, battery tube and a missing end cap sticker noted.